Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2010 that this device and competitor right ventricular (rv) defibrillation lead exhibited a high right ventricular (rv) pacing impedance from the patient's monitoring system (red alert). The local representative and clinic nurse were notified of the alert. Subsequently, the patient contacted boston scientific's technical services (ts) and reported that the implanted competitor rv defibrillation lead would be replaced. The patient had been seen in-clinic and the high rv pacing impedance was confirmed. Additionally, elevated rv pacing thresholds were identified. The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2010 and the competitor rv defibrillation lead was explanted and replaced without incident. This chronic device remains in-service.